Event description:
It was reported that there was a white particle inside the balloon of a large volume intermate. The reporter stated that the white particle was approximately 0.5mm in size. This was noted after filling with docetaxel. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14j010 was manufactured from september 4, 2014 ¿ september 5, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter approximately 0.25 and 0.30 square mm in length, floating in fluid of the bladder. Fourier transform infrared spectroscopy identified the particles to be acrylic material. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.